Event description:
It was reported that during a rectum procedure, the device would cut but stapled partially. At the first cartridge, the second firing, the staple stopped functioning. The stapler was used on a tissue that has already been radiated. There was no buttressing material used; it was not activated near an existing staple line. No unexpected noise or resistance was felt by the surgeon. After the first firing, the buttons and triggers did not return to their original position. No problem with removing the staple from the tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.